Event description:
It was reported that a user experienced fluctuating blood glucose with hypoglycemia to 40 mg/dl and hyperglycemia to 247 mg/dl following an under-announced high-carbohydrate meal, subsequent ilet automated corrections, and user overtreatment of lows, after which the ilet delivered additional corrections leading to further oscillations. Symptoms included hypoglycemia. Outcomes included transient impairment requiring self-treatment and device-guided corrections without medical intervention. Investigation included a review of device performance, user logs, and troubleshooting with education on proper meal announcement, correction behavior, and treatment of hypoglycemia. Investigation of this case revealed user-related use error involving incorrect meal size announcement and overtreatment of hypoglycemia, with device corrections contributing to glycemic variability. It was concluded that the event was related to user handling and use error, with device function consistent with design and labeling.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.